Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that the piston rod did not retract during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple cs 064 call service alarms on the event date. During testing, the rewind, load, and prime steps could not be completed due to an emitted cs 064 call service alarm that could not be cleared. The pump also could not be exercised for 24 hours due to the duplicated alarm. The pump case was removed and the force sensor shim plate was found to be bent.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.